Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with thermocool smarttouch sf catheter. Blocked catheter tip making it impossible to apply radiofrequency due to overheating of the catheter. There was a need to change the material to continue the procedure. No patient consequence reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with thermocool smarttouch sf catheter. Blocked catheter tip making it impossible to apply radiofrequency due to overheating of the catheter. There was a need to change the material to continue the procedure. No patient consequence reported. The device evaluation was completed on 04-sep-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 29-aug-2025. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed reddish material inside the luer hub. Irrigation test could not be performed due to the device being occluded with reddish material inside the luer hub. An aluminum wire was inserted through luer hub and resistance was felt along all the irrigation tube. Dissection of this area revealed reddish material inside irrigation tube along all the shaft area and dome at the tip area. A manufacturing record evaluation was performed for the finished device lot number and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause for the occlusion could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 18-jul-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31419782l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).